Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station (xcs) power cycled twice within an hour. There was no patient or user harm associated with this event. The xcs was shipped to spacelabs healthcare for depot repair. During evaluation of the device, the reported problem could not be verified, however, a review of the logs showed the power cycling. As a precaution the hard drive was replaced. After repair and the unit passed all final function testing and the device was returned to the customer.